Event description:
An alarm issue was reported with the adc device in use with an iphone 14 pro with an ios 17.4. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as sweating, shaking, and a light headedness and was unable to self-treat, requiring non-hcp third-party administration of juice and candy. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.